Event description:
Defibrillator would not charge during a cardiac arrest. Checked prior to shift with and without battery & it charged up appropriately. Would not charge during code - ICU . Biomed checked the next day - charged without difficulty. Still called the MFR and explained the problem. Also, returned it to MFR for eval. There was no explanation or idea other than that the hands free adapter may not have been completely engaged on the cord to the handsfree was run over.